Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the surface of the philos aim-device w/o nose was damaged with deep scratches, the internal threads of the central hole are stripped, and the screw is broken, only the tip fragment was received for evaluation. A dimensional inspection for the philos aim-device w/o nose was not performed due to post manufaturing damage. A functional test was performed attempting to assemble the conecting screw fragment onto the guiding block, however; it was not possible due to the damages present in the central hole. It is possible that due to the condition of the threads on the guiding block, the screw could not interact properly, causing some difficulties to remove the guiding block. The complaint condition was able to be replicated. Damage on the surface is consistent with other tools and hard edges coming in contact with the device. Broken condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was cofirmed as the observed condition of the philos aim-device w/o nose would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part:03.122.057. Lot no:8126149. Release to warehouse date: 20 nov, 2012. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint:(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent unknown surgery treating the humerus with a competitor¿s nail. After that, the patient had a secondary fracture, and a revision surgery with a philos long plate was performed. During the revision surgery, when attempting to remove the guiding block in question after all fixation was completed, the connecting screw of the guiding block was stuck, and the guiding block became undetachable. As the removal process continued, the hole became stripped, and the connecting screw became completely impossible to remove. Therefore, the surgeon had no choice but to use an air tome to destroy the screw and succeeded in removing the connecting block finally. The guiding block was not tightened with any special force when it was attached. There were no problems with attaching a locking sleeve or inserting locking screws. At the final stage of the procedures, when the surgeon was removing the guiding block, the connecting part would not turn at all. The reason why the connecting screw got stuck is unknown. The revision surgery was completed successfully within 30 minutes¿ delay. No further information is available.